Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hiatus hernia causing gastric derivation, on resection of the stomach, the stapler was able to fire, there was no staple formation on the tissue, the staples were open. The jaws of the device locked on the tissue and was removed by opening the jaws normally. There was unanticipated tissue loss and there was tissue damage as a result of the problem. The reload cut without formation of the staple line and the surgeon cut more stomach to perform a good resection. They opened another reload to complete the case.